Event description:
Clinical study. It was reported 1802 days following a coronary artery stenting treatment procedure that the patient expired. The index procedure treated the de novo, 90% stenosed 2.5x10mm target lesion located in the 1st diagonal branch. Treatment consisted of pre dilation and the placement of a 2.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1780 days following the index procedure the pt was admitted for cardiac heart failure (chf) exacerbation and chest pain. She was treated medically and had some relief of the shortness of breath. An ECG revealed normal sinus rhythm with left ventricular hypertrophy and right bundle branch block. Coronary angiography revealed the left main coronary artery was normal, the left anterior descending (lad) artery was 40-50% proximally stenosed and the 1st diagonal (target vessel) was totally occluded, the left circumflex artery was 90% stenosed proximally to the previous stented segment, the right coronary artery was 60% distally stenosed and the left ventricular ejection fraction was 50%. Replacement of the aortic valve and CABG surgery was recommended with bypass grafts to the lad, right posterior descending artery, obtuse marginal and 1st diagonal. The pt was treated with CABG x4, an operation report was unavailable. Following CABG surgery, the pt had increased weakness and bilateral pleural effusions. The areas were drained and the pt was considered stable for transfer. On day 1798 the pt was transferred to the rehabilitation unit and made very slow progress. The pt has some mild chf which was treated medically. At 1802 days post the index procedure the pt had an apneic episode and she went into pulse-less electrical activity. Several attempts were made to revive her but she never regained a pulse and died.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause is "anticipated procedural complication".